Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the thermal damage first observed during the procedure. Force bipolar instrument was used when the arcing event occurred. When the arcing event occurred, its cause was unknown at that time. When the instrument was inspected after the procedure, it was found that the wire was broken, so the surgeon believed that the breakage of the wire was the cause of the arcing event. There was no reported injury. The visual inspection was performed. But no abnormalities were found. The wire breakage was noticed after the procedure. There was no fragment fall into the patient. There were no post-operative diagnostic tests like an x-ray or ultrasound performed because the wire breakage was noticed after the procedure. The procedure was completed robotically. Correction(s): annex e - health effect desc 1 was updated to e2403. Annex f - health impact desc 1 was updated to f26.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument generated a spark. The instrument was replaced. There was no reported patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.